Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. The post-procedural image of the sheath was evaluated, and the following was observed: the crimped thv on the delivery system appears exposed and exiting through the side of the sheath through a torn liner. 3mensio imagery was also returned and shows undersized vessels in the right carotid artery. The minimum luminal diameter for use of the 16f esheath+ is greater than or equal to 6.0mm. The complaint for resistance between system components leading to the inability to advance through the sheath and punctured liner was confirmed through imaging evaluation. There is no evidence to support a manufacturing/design defect potentially contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. 3mensio review showed undersized vessels in the carotid. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. In attempts to navigate into the small carotid, it is likely that higher push force was used, resulting in the crimped valve to puncture through the liner. Available information suggests patient factors (undersized vessels) contributed to the resistance navigating the delivery system through the sheath while procedural factors (high push force) resulted in the liner puncture outside of the patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by right carotid access with a 29mm s3ur valve, the dilator was inserted without issue followed by the 16fr esheath+. There was resistance when inserting the delivery system and valve through the sheath due to borderline vessel diameter that was mentioned pre-procedure. The valve exited the side of the sheath just before entering the carotid. The delivery system and sheath were pulled out as one unit. There was no patient injury. The case was aborted. The perceived root cause of the event was small carotid vessels. The field clinical specialist provided a post-procedural image of the sheath, and the following was observed: the crimped thv on the delivery system appears exposed and exiting through the side of the sheath through a torn liner.